Manufacturer narrative:
The insulin pump passed displacement test. The insulin pump alarmed motor error during basic occlusion test due to loose /protruded drive support disk. The insulin pump was unable to confirm prime alarms or perform prime test due to motor error alarms. No unexpected blank display anomalies noted. The insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they received compromised force sensor system alarm. The customer's father also reported that they received a battery out limit alarm. The customer's blood glucose was 110 mg/dl at the time of incident. The customer's father stated that the drive support cap was sticking out. The customer's father stated that the piston was not moving up and the insulin pump screen was blank. The customer's father stated that the insulin pump was not dropped nor bumped prior to the event. The customer's father was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.